Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results compared to readings from a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer had eaten dinner about an hour before getting low reading alerts. The customer felt unwell with an upset stomach and self-treated with a short-acting insulin injection. There was no report of death or permanent impairment associated with this event. The customer received sensor scan results of 116 mg/dl compared to readings of 375 mg/dl respectively obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown if these readings were taken during the actual event.